Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had pta of the left peroneal artery with an evercross 5x200 balloon. Six (6) months post index, the patient suffered stenosis of the left peroneal which was treated with a non-medtronic stent. Approximately 11 months post index, the patient suffered instant restenosis and was treated with a medtronic drug eluting balloon.